Manufacturer narrative:
Product complaint # pc( B)(4). Date sent to the FDA: (B)(6) 2023. Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: was there any adverse consequence associated with the patient? Contacted with the sales rep today via phone and the information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. The patient underwent surgery at 20:55. Take down the transverse abdominal incision. During the operation, we can see that the lower segment of the uterus can be formed. Take down the transverse incision of the lower segment, puncture the amniotic sac, see the amniotic fluid is clear, suck up about 600ml, take out a live baby boy at 21:00 using the rot delivery mechanism, clean up the secretion in the oral cavity and nasal cavity, break the umbilical cord and hand it over to the midwife under the stage for treatment. There is no extended crack at the incision a, and no abnormality in the uterine appendage. When the suture was used to suture the wound for the patient, the suture was broken, and the suture was replaced to continue to suture the wound for the patient, and the suture was successfully completed. The surgery was successfully completed. There were no patient consequences reported. Additional information was requested.